Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular diagnosis procedure. The procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. A review of the system logfiles found that the xsc internal cx software error was detected. The cause of the host pc and xsc certeray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and xsc certeray and performed tube conditioning, adaptation and recalibration of the frontal stand generator by the field service engineer has resolved the reported issue and restored the functionality of the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system stopped emitting x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.